Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced cardiac arrest and pericardial effusion. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter the patient experienced cardiac arrest and pericardial effusion. The left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) were isolated successfully, but after delivering three ablation applications to the right superior pulmonary vein (rspv) it was noticed that the heart was not moving. Compressions were started and the farawave catheter was removed from the patient. A pericardial effusion was discovered and a pericardial tap was performed, withdrawing 500ml of blood. The procedure was completed successfully, and then the patient was hospitalized. The issue is ongoing. The device is not expected to be returned for analysis due to disposal. It was further reported that the patient fully recovered.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced cardiac arrest and pericardial effusion. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter the patient experienced cardiac arrest and pericardial effusion. The left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) were isolated successfully, but after delivering three ablation applications to the right superior pulmonary vein (rspv) it was noticed that the heart was not moving. Compressions were started and the farawave catheter was removed from the patient. A pericardial effusion was discovered and a pericardial tap was performed, withdrawing 500ml of blood. The procedure was completed successfully, and then the patient was hospitalized. The issue is ongoing. The device is not expected to be returned for analysis due to disposal.